Event description:
During a peg procedure and insertion of the first t-fastener, a large amount of air was recognized in the abdominal cavity of the pt. The physician determined the stomach wall had split, and administered antibiotics. After approximately 2 weeks, the physician determined the event to be resolved, and tube feeding was initiated. One pt involved. Event date is approximate.